Event description:
Ous MDR - 3 shock deliveries from rv-oversensing, were noted on (B) (6) 2009. The implant and explant dates were not given. The lead was capped.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. Therefore, the analysis is based on the available mfg documents. The mfg process of this device was examined. The mfg documentation shows no abnormalities which could be in connection with the complaint. All mfg steps were correctly carried out. At our request, we were notified that no macroscopic defects were visible intraoperative. In addition, the intraoperative measurements showed no oversensing. In conclusion, there is no evidence of a mfg error.